Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized due to unrelated non-cardiac causes. While in the hospital, an external cardiac monitor detected an episode of non-sustained ventricular tachycardia (nsvt). The device was interrogated and no episodes were registered by the device. It is unclear if the nsvt episode detected by the external cardiac monitor was real. The patient was stable with no consequences.